Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a diagnostic long colonoscopy there was difficulty completing the examination due to being unable to infer the instrument. This lead to a procedural delay greater than 30 minutes, hypotension, desaturation due to prolonged conscious sedation, prolonged and repeated pain due to resumption of the examination due to the defect. The procedure was completed using a backup device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and correction to the initial report. Updated fields- b5, d9, h2, h3, h6, h11 correction: b1, b2, h1, h6 the device was returned to olympus and the reported failure was confirmed due to the biopsy channel being damaged. Based on the results of investigation, the most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. This event was initially conservatively reported as a serious injury; however, upon further review the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure. However, it was determined the inability to infer the instrument was a reportable malfunction thus correcting b1, b2, and h1. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received indicated that the patient underwent repeated and prolonged conscious sedation with versed and fentanyl. The examination was subsequently restarted using a pediatric scope. Oxygen was administered via nasal cannula with increased flow. The patient experienced hypotension, which was controlled, and all vital parameters were continuously monitored. Significant pain was managed through breathing coaching and reassurance. A polyp located in the cecum was successfully resected. The patient did not suffer any sequelae, and no complications were noted.

Manufacturer narrative:
This supplemental report is being submitted to provide a review of the device history record. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.